Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the dissection process was completed and the hemopro 2 device was inserted to start ligating branches. During this process, the harvester noticed that the device would randomly stay activated and eventually started to smoke from the hand piece. Due to this issue, the defective device was immediately removed from the surgical field and a new hemopro 2 device was opened. The remainder of the case was finished without any further issues. No adverse outcomes or injuries occurred due to the defect.

Manufacturer narrative:
H3 correction: the device has been discarded. Internal complaint number: (B)(4). The lot # 25153084 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the dissection process was completed and the hemopro 2 device was inserted to start ligating branches. During this process, the harvester noticed that the device would randomly stay activated and eventually started to smoke from the hand piece. Due to this issue, the defective device was immediately removed from the surgical field and a new hemopro 2 device was opened. The remainder of the case was finished without any further issues. No adverse outcomes or injuries occurred due to the defect.